Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 7426 lot# serial# (B)(4) implanted: (B)(6) 2008. . . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient met with their physician a couple of weeks prior to this report and their right ins was working but not very well. The patient had a battery replacement scheduled for a week after this report due to the right ins not working very well. It was reported that there was a poor communication screen while trying to communicate with that ins without the antenna. They were having trouble turning the ins off for an EKG. It was reported that the patient never turns off the ins, so they don¿t really know how to use the programmer. The programmer was moved down but they were still getting a poor communication screen. It was suggested that the patient wait until after the battery replacement to see if the replacement will resolve the issue. It was noted the hcp would reach out to the patient¿s physician. No further complications were reported.